Event description:
Patient had #14 coude catheter inserted prior to procedure with return of urine noted prior to attaching to drainage bag. During the procedure, it was noted that there was no urinary output. Attempt was made to remove the catheter by first deflating balloon. Unable to deflate balloon (no return of fluid). Urology doctor came to room to assist, catheter was removed with balloon still inflated, it deflated spontaneously after removal.